Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital with a complaint of their implant site changing colors between black, red, and white. Infection was suspected, with an unknown cause. The implantable cardioverter defibrillator was explanted on (B)(6) 2018, and the right atrial, right ventricular and left ventricular leads were explanted on (B)(6) 2018. The patient remained stable during and after these procedures.